Event description:
It was reported during prostate procedure a total of three fibers were used. The first two fibers failed due to fiber tip break issue. The first fiber failed at 97211 joules and 14:10 mins of use. The second fiber failed at 346,677 joules and 40:02 mins of use. The fiber tip (cap) of both the failed fibers were cleaned during the procedure. The procedure was completed using third fiber. This event is for second failed fiber.

Manufacturer narrative:
Device available for evaluation updated f.10: device codes added h.3: device evaluated by manufacture updated h.6: evaluation codes added the device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned device revealed that the fiber tip did not exhibit signs of breaks/fractures. The glass cap bevel edge and metal cap are not aligned. The glass cap can rotate independently of metal cap. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe char on surface. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. The outer flow tubing open end exhibits minor scratch marks. There are no signs of breakage along the fiber. Based on device analysis, the product complaint of fiber tip/cap break could not be confirmed. The damages found on the fiber were determined based on heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. This would cause reduced vaporization efficiency. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/27/2018 09:11 am CT.the report number is being corrected from: 2937094-2018-60280to: 2937094-2018-60029

Event description:
It was reported during prostate procedure a total of three fibers were used. The first two fibers failed due to fiber tip break issue. The first fiber failed at 97211 joules and 14:10 mins of use. The second fiber failed at 346,677 joules and 40:02 mins of use. The fiber tip (cap) of both the failed fibers were cleaned during the procedure. The procedure was completed using third fiber. This event is for second failed fiber.